Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. (Expiry date: 09/2023) .

Event description:
It was reported that prior to a biopsy procedure, the packaging of the device allegedly found to be broken. The procedure was completed using another device. There was no patient contact.

Event description:
It was reported that prior to a breast biopsy procedure, the packaging of the device allegedly found to be broken. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. Two electronic photo was reviewed. The first photo shows that the package of the encor probe in which there is a damage in the package. The second photos show the label which contains the lot and catalog number of the device. Therefore, based on the photo evaluation, the reported tear in the package can be confirmed. A definitive root cause for the alleged tear, rip or hole in device packaging could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 09/2023), g3, h6(method). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.